Event description:
It was reported that during a low anterior resection procedure, there were no staples but the device cut. The quality of the tissue was good and the pt did not have a history of radiation or chemotherapy, no steroids and no significant edema. The pt received a temporary colostomy. The pt is currently doing fine.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.